Event description:
Same event as manufacturer #: 2134265-2008-02049. It was reported that during a percutaneous coronary intervention (pci) procedure, guide wire breakage occurred. The 90% stenotic lesion was located in the severely calcified and moderately tortuous proximal to mid left anterior descending (lad) coronary artery. The floppy rotawire guide wire was engaged, and a 1.5 mm rotalink was advanced to the lesion; however, it was unable to cross the lesion. Therefore, the physician exchanged the 1.5 mm rotalink for a 1.25 mm rotalink; however, it was also unable to cross the lesion. The physician then attempted to dynaglide out of the vessel, but approximately 1 cm of the floppy rotawire spring tip fractured during removal of the 1.25 mm rotalink. The physician attempted to retrieve separated tip, but was unsuccessful. The separated guide wire tip did not embolize and remains in the distal lad. There is no plan to retrieve the separated spring tip. It is unknown whether or not the 1.25 rotalink burr came into contact with the floppy rotawire spring tip. The procedure was completed with a 3.00 mm maverick2 balloon catheter. No further patient injuries or complications were reported. Patient status is listed as "stable."